Event description:
The physician encountered resistance when attempting to deploy the stent. Force was applied in an effort to deploy the stent resulting in the proximal end of the microdelivery catheter breaking. The device was removed from the patient and the aneurysm embolized using balloon assisted coil embolization. There was no clinical consequence to the patient.

Event description:
The physician encountered resistance when attempting to deploy the stent. Force was applied in an effort to deploy the stent resulting in the proximal end of the microdelivery catheter breaking. The device was removed from the patient and the aneurysm embolized using balloon assisted coil embolization. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review was confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the microdelivery catheter proximal shaft was stretched under and just distal to the strain relief. The microdelivery catheter was twisted and compressed 53.5cm from the proximal end and compressed on the mid and distal shaft. The stabilizer was jammed in the microdelivery catheter. The stabilizer was noted to be kinked and separated 0.8cm from the proximal end. It appeared that the stabilizer separated after kinking. The stabilizer was removed from the microdelivery catheter and found to have separated on its proximal junction and stretched distal to this junction. It was also twisted on its mid shaft and kinked on its distal shaft. The stent was in its intended location in the microdelivery catheter. The stent was deployed using a 0.020" mandrel, resistance was encountered advancing the mandrel through the catheter due to the anomalies noted to the device. No anomalies were noted to the stent. The anomalies noted to the device are indicative of high friction during stent deployment. Due to the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The root cause of high friction during deployment cannot be definitively determined. The information provided stated that the anatomy was considered to be tortuous proximal to the stent and based on the investigation it is likely that this tortuousity contributed to the inability to deploy the stent and the damages noted to the device. The microdelivery catheter was not found to be broken upon analysis of the returned device. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Manufacturer narrative:
(B)(4).